Manufacturer narrative:
One opened trocar was received in a plastic case for the report of hard to insert and eject instruments. The sample was dimensionally inspected for cannula inner diameter (ID) and was found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found conforming, therefore the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that it was "hard to insert and eject equipment" into the trocar cannula during a vitrectomy procedure. The procedure was completed after replacing the trocar with another trocar. There was no harm to the patient. The product sample was retained. No additional information is expected.